Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, dyspareunia and emotional or psychological conditions. It was reported that on (B)(6) 2012 the patient underwent a video urodynamic evaluation including noninvasive uroflowmetry, cystometrogram, sphinteric emg monitoring, abdominal leak point pressure measurement, pressure flow urodynamics, urethrocystography and video imaging due to urinary incontinence. It was reported that on (B)(6) 2012 the patient underwent a cystoscopy, repair of vaginal fistula, urethroplasty, interposition of vaginal epithelial advancement flap for repair and excision of eroded mesh due to vesicourethral fistula, urethral erosion of mesh, dyspareunia and sui. It was reported that on (B)(6) 2013 the patient underwent autologous fascia pubovaginal sling and cystourethroscopy due to urinary incontinence s/p mesh erosion and urethroplasty. No additional information was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.